Event description:
It was reported that a small volume folfusor leaked. The device had been filled with fluorouracil. The reporter stated that the device¿s outer bag had white crystalline spots and small droplets of liquid in it. This was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from may 28, 2014 to may 29, 2014. Evaluation summary: the sample was not available for evaluation; however, the customer provided a photograph of the device. A photographic inspection could not determine if there was a leak in the set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.